Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the corroded paddle tray silicone pad. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after customer cleaned the paddle and paddle tray. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had plate corrosion. There was no patient involvement.